Event description:
It was reported that a screw was being inserted into plate and part of the outer rim of head came off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no incidents were found. The stryker rep reported that the tech was very strong and may have pressed too hard when attaching the retaining screwdriver to the screw. As soon as the screw was placed into the plate, the tabs dislodged. Conclusion: the potential cause is too much force applied onto the screw during loading onto the screwdriver.

Event description:
It was reported that a screw was being inserted into plate and part of the outer rim of head came off.